Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated the device's downstream occlusion seal was degraded. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The reported problem of dso seal degradation was verified by visual inspection. It was determined that the dso seal was the root cause and was replaced. The service history review indicated that the reason for return is related to a past service.